Manufacturer narrative:
Customer sent back meter with no strips.

Event description:
The customer reported obtaining a blood glucose value of 2.9 inr on his coaguchek xs meter (up0681751) on (B)(6) 2015. One hour later a result of 2.2 inr was obtained on his doctor's coaguchek xs meter (unknown serial number). The tests were done off of separate fingers. The customer's therapeutic range is 2.5 inr to 3.5 inr. There was not any special or unusual diet consumed by the customer prior to the results. It was reported that his coumadin was increased by 2 and one half milligrams based on the patient's meter result. The customer is currently stable and no adverse event occurred. The suspect product was requested to be returned and replacement was sent. The customer did not return strips. The investigation was performed with retention strips compared to the master lot. The investigation showed "all inr values were within the specified maximum difference between measurements. No error messages occurred."

Manufacturer narrative:
The first sentence should read: " the customer reported obtaining a result of 2.9 inr on his coaguchek xs meter (B)(4) on (B)(6) 2015. It was reported that the customer was not on heparin therapy, does not have any antiphospholipid antibodies, and was not on any direct thrombin inhibitors.